Manufacturer narrative:
The account found the red plastic on the quick release hook was broken. Under care and maintenance in the instruction guide for universal slingbars, 7en160185, it is stated: for safe and trouble-free operation, a few routine procedures should be performed every day, before the sling bar is in use: check the screw and locking nut that attaches the sling bar. Check the function of latches and that the latches are intact; missing or damaged latches must always be replaced. When using a quick-release hook system, check that the quick-release hook is correctly fastened to the lift and the sling bar. Before lifting, check that the lifting accessory hangs vertically and can move freely. When necessary, clean the lift with a moist cloth. Find more detailed information regarding cleaning and disinfection of your liko product in. A search of the hill-rom preventative maintenance records did not show hill-rom performed any preventive maintenance on this lift. It is unknown if the facility performs preventive maintenance on their lifts. The account replaced the quick release hook to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the red plastic on the quick release hook was broken. The lift was located in the patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).